Manufacturer narrative:
Insulin pump was received with power error detected alarm due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error detected. Customer blood glucose level was 220 mg/dl. Customer also stated that the they clear the alarm. The device will be returned for analysis.